Manufacturer narrative:
The device was not returned and no radiographs were available for review. No further investigation can be completed at this time. Root cause has not been determined; however, a possible contributor could be damage to the anterior longitudinal ligament that reportedly occurred during the original surgery. Labeling review: potential adverse events and complications: "as with any major surgical procedures, there are risks involved in orthopedic surgery. Infrequent operative and postoperative complications that may result in the need for additional surgeries include: early or late infection; damage to blood vessels; damage to spinal cord or peripheral nerves; epidural hematoma, pulmonary emboli; loss of sensory and/or motor function; impotence; and permanent pain and/or deformity. Rarely, some complications may be fatal." "Potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s), loss of fixation, nonunion or delayed union, fracture of the vertebra . . . ". Device not returned.

Event description:
On (B)(6) 2017 a female patient underwent a two-level extreme lateral interbody fusion procedure. Reportedly during surgery, the anterior longitudinal ligament was potentially damaged at l4/5. As a result of that, the implant moved forward post-operative. On (B)(6) 2017, revision surgery took place to remove and replace the cage. No patient injury was reported.